Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed;

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the stopper of five tubes was loose resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo showed the batch information for the affected tubes but showed no evidence of loose stoppers. Additionally, 29 retained samples were tested via functional tests and stopper creep out/stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creep out. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, the stopper of five tubes was loose resulting in sample leakage. No adverse impact was reported regarding the patient or user.